Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed no damage or irregularity. There was blood present in the hub, guidewire lumen, inflation lumen, and balloon indicating a use past preparation. The balloon was found to in an opened state upon device return indicating inflation occurred prior to device return. Microscopic inspection showed a longitudinal tear 2mm in length at the distal markerband. A photo provided by the customer was reviewed and showed a portion of the device including the batch to the reported device used. Blood is visible in the hub and the shaft; however, no evidence of the reported leak was provided.

Event description:
Reportable based on the device analysis completed on 17sep2025. It was reported that balloon leak occurred. The 75% stenosed, 28 x 3.00mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. When the stingray lp balloon was inflated to normal working pressure, it was noted that contrast agent was leaking from the balloon. The device was replaced and the procedure completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable. However, device analysis revealed a longitudinal tear at the distal markerband.